Event description:
It was reported that "a piece of the shaver jaw broke off into the patient. The piece of the device came out in the irrigation and fell out on to the floor." No patient injury was reported.

Manufacturer narrative:
A visual examination of the complaint device revealed the distal tip of the inner shaft was broken off. The cutting edges of the distal tip of the inner shaft were bent and damaged. Damage was observed on the cutting edges of the outer shaft. Galling was observed inside the distal tip of the outer shaft. Based on the observed damage, the most probable cause of the broken tip was determined to be that the device may have come into contact with staples, clips or another metal object, resulting in damage to the blade; or excessive lateral forces were exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.